Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) displayed user advisory - "(ua)18" (max take-up revolution exceeded) upon powering on. The customer tried installing new lifeband but was unable to clear the error message. The customer tested the autopulse platform with a manikin and it function properly but ua18 displayed when the lifeband was removed. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (serial # (B)(4) displayed user advisory - "(ua)18" (max take-up revolution exceeded) upon powering on" was not confirmed during functional testing but confirmed in the archive data. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. The archive data review showed multiple ua18 errors, thus confirming the reported complaint. In addition, unrelated to the reported complaint, multiple (ua) 45 error occurred on and around the reported event date. User advisory is a clearable error message; user advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the preliminary functional test without any fault or error. User advisory - "(ua)18" (max take-up revolution exceeded) error message was not reproduced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The load cell characterization test confirmed both load cell modules were functioning within the specification.